Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as operated as intended until it was deactivated at pulse 64. No timeouts or drive stalls were observed in the device data. Inspection of the needle mechanism did not find any damages or abnormalities that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no abnormalities were observed, the exact cause of the early needle deployment could not be conclusively determined. The cannula assembly was inspected and found the hard cannula bent on the unexposed portion. It could not be determined whether the damage contributed to the reported event.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has been returned and is pending an investigation.